Event description:
It was reported that the reservoir leaked. The current blood glucose reading is 410 mg/dl. Customer treated with manual injections. Customer's mother stated that the insulin is leaking inside the reservoir compartment. The smell of insulin is very strong. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.